Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1992.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. Both leads were capped and only the atrial lead was replaced due to the patient downgrading to a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.